Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Additional information indicated that the patient reached explant indicator and was brought in the facility for device changed out. Furthermore, the battery details indicated that the power was being consumed was 674 percent. This device was explanted. No additional adverse patient effects were reported.